Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized at the end of 2013 and that she had been experiencing low blood glucose in the middle of the night. The customer's blood glucose at the time of admission was 27 mg/dl. The customer explained that she ate lunch and did not feel well all of a sudden. The customer had vomited and possibly gave herself too much insulin. The customer mentioned that she had a lot of indigestion issues. The customer stated that she was using the insulin pump at the time of the hospitalization. The customer did not return the product for analysis.